Event description:
It was reported that the cartridge was leaking from the cartridge tubing . Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was "high".the elevated bg was addressed by manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.